Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade iii , and concern for textured implant device.

Event description:
Patient reported left side "ruptured" and "allergan® recall." Healthcare professional reported left side "capsular contracture baker grade iii." Device was explanted.